Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, patient was seen on june 23 with elective replacement indicator indicating 7 months +/- 1 month. Patient was seen again on sept 1st (under 3 months later) and device was at eri with impedance over 10kohm. Because the patient was completely dependent and we could not guarantee how much longer the device would delivery therapy, the patient was admitted and replaced immediately. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, patient was seen on (B)(6) with elective replacement indicator indicating 7 months +/- 1 month. Patient was seen again on (B)(6) (under 3 months later) and device was at eri with impedance over 10kohm. Because the patient was completely dependent and we could not guarantee how much longer the device would delivery therapy, the patient was admitted and replaced immediately. The subject device will be returned for analysis.

Event description:
Reportedly, patient was seen on (B)(6) with elective replacement indicator indicating 7 months +/- 1 month. Patient was seen again on (B)(6) (under 3 months later) and device was at eri with impedance over 10kohm. Because the patient was completely dependent and we could not guarantee how much longer the device would delivery therapy, the patient was admitted and replaced immediately. The subject device will be returned for analysis.